Manufacturer narrative:
(B)(4).

Event description:
The dental implant gfx3011s broke on implantation and was removed from the implant site. The patient has no significant medical history and has been recovered without complication.